Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After post filter deployment, the patient presented with abdominal pain, computed tomography (CT) revealed vena cava filter was in place. Approximately four years and four months later, patient reported with lower back pain, x-ray spine lumbar was done, then incidental note was made of an inferior vena cava filter as well as a stent projected over the region of the liver. Approximately three years and one month later, computed tomography (CT) revealed that inferior vena cava filter was normal in position, below the level of renal veins. There was mild tilting of the filter without obvious bending or fracture. There was evidence of inferior vena cava perforation with filter prongs extended more than 3 mm outside the inferior vena cava. No obvious in involvement of the adjacent veins, aorta, or the psoas muscle by the prongs. No evidence of stenosis of the inferior vena cava. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and due to blood clot in leg. At some time post filter deployment, it was alleged that the filter tilted and perforated the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.